Manufacturer narrative:
Other relevant device(s) are: product ID: 9735699, serial/lot #: (B)(4); product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system¿s camera cart shutdown during registration while it was plugged into a functional outlet. It was noted that the power was only lost on the camera cart and that the main cart stayed on. The camera rebooted itself, came back on, and the site was able to proceed with registration. The issue caused a 5-minute delay in surgical procedure. There was no patient impact correlated with this event.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation of the logs found that a probable cause was unable to be determined. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A representative went out to site to preform a system check out. All tests passed and there were no hardware parts replaced. The system perform as intended. If information is provided in the future, a supplemental report will be issued.